Manufacturer narrative:
(B)(6) 2021 device explanted. The device was received and analyzed. Upon receipt, the device was not properly interrogatable, confirming the clinical observation. The memory inspection revealed an invalid memory content. The ability of the device to deliver therapies was verified. The pacemaker operated in the safety backup mode. In general, the pacemaker is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected automatically, by design the pacemaker will activate the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies in unipolar lead configuration. Using a technical programming tool, the device was reset. Subsequently, the pacemaker was interrogated properly, and the device operated with standard settings as expected. During the further course of the analysis, the pacemaker was opened and subjected to further analysis. The visual inspection revealed a damage of the connection between the battery and the electronic module. Consequently, battery voltage drops occurred due to an intermittent electric contact which led to invalid memory content. The battery voltage itself was measured showing a sufficiently charged battery. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In addition, home monitoring data were evaluated showing no anomalies until june 25, 2021. In particular the battery voltage was as expected for a sufficiently charged battery. No voltage drops or device resets were documented in these data. The root cause for the observed damage could not be determined conclusively. Since the manufacturing records did not show any deviations and home monitoring data were inconspicuous until june 25, 2021 it is reasonable to assume that the damage was caused by strong external mechanical influences after june 25, 2021. However, the exact date is unknown.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the returned data as well as the quality documents associated with the manufacture of this particular device. The returned data was inspected. The inspection revealed that the device could not be interrogated on june 28th, 2021, as mentioned in the complaint description. The homemonitoring data were available until june 25th, 2021. The homemonitoring and battery data showed no anomalies. However, the data revealed invalid memory content, in particular in the memory area of the device ID. This is most likely the root cause of the clinical observation. The root cause of the invalid memory content was not determinable. The presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the clinical observation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, invalid memory content was detected in the area of the device ID, which most likely led to the clinical observation.

Manufacturer narrative:
(B)(6) 2021 device explanted. The device was not returned for analysis. The analysis is therefore based on the inspection of the returned data as well as the quality documents associated with the manufacture of this particular device. The returned data was inspected. The inspection revealed that the device could not be interrogated on (B)(6), 2021, as mentioned in the complaint description. The homemonitoring data were available until (B)(6), 2021. The homemonitoring and battery data showed no anomalies. However, the data revealed invalid memory content, in particular in the memory area of the device ID. This is most likely the root cause of the clinical observation. The root cause of the invalid memory content was not determinable. The presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the clinical observation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, invalid memory content was detected in the area of the device ID, which most likely led to the clinical observation.

Event description:
Unable to interrogate device with numerous troubleshooting attempts. Device last transmitted on (B)(6) 2021. Device appears to be in a back up mode pacing at rate of 70 unipolar spikes observed on ECG. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.